Manufacturer narrative:
Unit paired successfully to commercial app. Inpen received with leadscrew fully rewound. Performed leadscrew reset torque test. Inpen passed and is within specification (ccw: 5.10ozf-in). Set multiple doses and delivered successfully til full extension of the leadscrew. No unexpected retractions noted. However, inpen was received with missing injection foot that can affect insulin delivery. Inpen passed front cap investigation. In conclusion: inpen received with injection foot missing. This can affect insulin delivery. No unexpected retractions of leadscrew noted during testing. Therefore, unable to confirm customer's concern. However, inpen was received with missing injection foot that can affect insulin delivery. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced leadscrew anomaly. The customer reported no adverse event. The event involved product(s) mmt-105elblna. Customer reported inpen screw movement issue. Identified inpen screw pulled back into the inpen while dialing and customer did not touch/twist injection/dose button or customer changed cartridge but was not successful in priming inpen. Inpen replacement required. No harm requiring medical intervention was reported. Mmt-105elblna was requested and customer response was the device will be returned.